Manufacturer narrative:
Updated: describe event or problem, lot number, expiration date, device available for evaluation, returned to MFR. On, device evaluated by manufacturer, initial reporter sent to FDA, device returned to MFR.:, device evaluated by MFR.:, if not evaluated provide code. Device manufactured date, result codes, conclusion codes. (B)(4).

Event description:
Same case as user facility report # mw5069340.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned comet pressure guidewire found multiple kinks and bends throughout the length of the shaft; functional testing could not be completed due to the damage of the shaft. A fracture occurred approximately 8cm from the distal tip, and a micro-crack was observed in a slot two rows adjacent to the distal fracture. Surfaces of both the distal and proximal ends show fatigue striations toward the center of the fracture, and some of the fracture surfaces also show ductile surface at the fracture center, suggesting the possibility of reverse bending fatigue with ductile overload. The measured beam width on the distal end of wire appears significantly narrower than the measured beam width on the proximal end of the wire; the distal and proximal fractured ends do not appear to match. In addition, the measured distal and proximal wire lengths suggest a portion of the wire between the distal and proximal fracture ends is missing, as the total length of the segments returned did not measure to the expected length of a complete device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as user facility report # mw5069340. It was reported that a guidewire tip detachment occurred. The physician advanced the comet pressure guidewire through a guide catheter to evaluate a non-tortuous and straight forward lesion located in the left anterior descending artery. When the physician was removing the wire, he noticed the radiopaque tip was not retracting with the rest of the device. The tip was removed with a snare and the case concluded; the lesion was not significant. No patient complications were reported and the patient was okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire tip detachment occurred. The physician advanced the comet pressure guidewire through a guide catheter to evaluate a non-tortuous and straight forward lesion located in the left anterior descending artery. When the physician was removing the wire, he noticed the radiopaque tip was not retracting with the rest of the device. The tip was removed with a snare and the case concluded; the lesion was not significant. No patient complications were reported and the patient was okay.